Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pain: pelvic"), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device breakage, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : incident category updated. New events breakage, abdominal pain, general abnormal bleeding and psych injury added. Patient dob added. Reporter information, product indication and insertion date updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included cervical intraepithelial neoplasia iii (endocervical curettings). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic"), anxiety ("psych injury/ anxiety, mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), menopausal symptoms ("hormonal changes describe: perimenopause"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unumerous utis"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("hip pain") and abdominal pain lower ("cramping") and underwent endocervical curettage ("endocervical curetting"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, depression, menopausal symptoms, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, premature menopause, urinary tract infection, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, endocervical curettage, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, pelvic pain, premature menopause, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: reporter information, essure removal date, new events hormonal changes describe: early menopause, infection (bladder/ urinary tract/vaginal) type: unumerous utis, bladder or urinary problems or changes, cramping and hip pain added. Ablation ticked to the event menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included cervical intraepithelial neoplasia iii (endocervical curettings). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In july 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic"), anxiety ("psych injury/ anxiety, mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), menopausal symptoms ("hormonal changes describe: perimenopause"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("lower back pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unumerous utis") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("hip pain"), abdominal pain lower ("cramping") and post procedural complication ("post procedural complication") and underwent endocervical curettage ("endocervical curetting"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, menorrhagia, abdominal pain, anxiety, vaginal haemorrhage, depression, menopausal symptoms, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, premature menopause, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain lower and post procedural complication outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, endocervical curettage, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, pelvic pain, premature menopause, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Discrepancy noted in essure removal date (B)(6) 2020 and (B)(6) 2020. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet report received. Added event post procedural complication. Outcome of events general abnormal bleeding was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included cervical intraepithelial neoplasia iii (endocervical curettings). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic"), anxiety ("psych injury/ anxiety, mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), menopausal symptoms ("hormonal changes describe: perimenopause"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("lower back pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: numerous utis") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("hip pain") and abdominal pain lower ("cramping") and underwent endocervical curettage ("endocervical curetting"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, menorrhagia, genital haemorrhage, abdominal pain, anxiety, vaginal haemorrhage, depression, menopausal symptoms, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, premature menopause, urinary tract infection, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, endocervical curettage, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, pelvic pain, premature menopause, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Discrepancy noted in essure removal date (B)(6) 2020 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: plaintiff fact sheet was received. Essure removal date, event outcome were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, cervicitis and adhesiolysis. Concurrent conditions included cervical intraepithelial neoplasia iii (endocervical curettings). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic"), anxiety ("psych injury/ anxiety, mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), menopausal symptoms ("hormonal changes describe: perimenopause"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("lower back pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unumerous utis") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("hip pain"), abdominal pain lower ("cramping") and post procedural complication ("post procedural complication") and underwent endocervical curettage ("endocervical curetting"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, heavy menstrual bleeding, abdominal pain, anxiety, vaginal haemorrhage, depression, menopausal symptoms, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain, premature menopause, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain lower and post procedural complication outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, endocervical curettage, fatigue, genital haemorrhage, heavy menstrual bleeding, menopausal symptoms, migraine, pelvic pain, post procedural complication, premature menopause, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Discrepancy noted in essure removal date (B)(6) 2020 and (B)(6) 2020. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-may-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, cervicitis and adhesiolysis. Concurrent conditions included cervical intraepithelial neoplasia iii (endocervical curettings). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menopausal symptoms ("hormonal changes describe: perimenopause"), migraine ("migraines / headaches"), fatigue ("fatigue"), urinary tract infection ("numerous utis"), depression ("depression") and anxiety ("psych injury/ anxiety, mental anguish") and was found to have weight increased ("weight gain"). In 2013, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), abdominal pain lower ("cramping"), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("hip pain") and post procedural complication ("post procedural complication") and underwent endocervical curettage ("endocervical curetting"). The patient was treated with surgery (endometrial ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, heavy menstrual bleeding, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, vaginal haemorrhage, menopausal symptoms, premature menopause, migraine, fatigue, weight increased, urinary tract infection, bladder disorder, urinary tract disorder, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, endocervical curettage, fatigue, genital haemorrhage, heavy menstrual bleeding, menopausal symptoms, migraine, pelvic pain, post procedural complication, premature menopause, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. Discrepancy noted in essure removal date (B)(6) 2020 and. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included cervical intraepithelial neoplasia iii (endocervical curettings). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia"), pelvic pain ("physical pain/ pain: pelvic"), anxiety ("psych injury/ anxiety, mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), menopause ("hormonal changes describe: perimenopause"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("pain: abdominal") and underwent endocervical curettage ("endocervical curetting"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, depression, menopause, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, endocervical curettage, fatigue, genital haemorrhage, menopause, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received reporter information was added. New event added perimenopause, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, back pain. Severity added pelvic pain, back pain. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pain: pelvic"), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device breakage, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), genital hemorrhage ('general abnormal bleeding') and endocervical curettage ('endocervical curetting') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical intraepithelial neoplasia iii (endocervical curettings). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia"), pelvic pain ("physical pain/ pain: pelvic"), anxiety ("psych injury/ anxiety, mental anguish"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: abdominal") and underwent endocervical curettage (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, endocervical curettage, genital haemorrhage, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure (ess205). The reporter commented: patient did not receive treatment for psych injury. No removal planned as patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion, breakage total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received. Concomitant medication added. Events ; abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression & mental anguish were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report